Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
The following was reported: "the balloon popped on pull back. Possible calcified artery." No resistance was noted while inserting the device, only during pull back. The balloon pressure was noted to have gone down at the first stop. The physician did not open the stopcock when the balloon was at the arteriotomy. Manual compression was held for less than 30 minutes. The patient was a male with pvd and hypertension. He was not hospitalized." Procedure type: peripheral diagnostic. Vessel size: 6mm. Stick location: right femoral.